Event description:
It was reported that device entrapment occurred. The patient presented with non-st elevation myocardial infarction. The 90% stenosed target lesion was located in the mildly tortuous and calcified left anterior descending artery. An ivus ce opticross hd, a 4.00x32mm synergy stent, and a 15mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that after the physician stented the lesion with the synergy stent and post dilated with the nc emerge, a post ivus run to check on stent apposition was performed. However, when the ivus run was completed, the ivus catheter was unable to be removed from the vessel. It was also noticed that the distal stent was deformed and the ivus catheter was stuck at the monorail exit port. The physician then tried to tug the ivus catheter but it was stuck. Another workhouse wire and 2.0x8mm nc emerge were used to perform a small dilatation in hopes that the ivus catheter would bulge. Consequently. The ivus catheter was retrieved successfully. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Images provided by the site were reviewed by boston scientific medical personnel and determined to be consistent with the event description. An ivus catheter on a guidewire was observed at the distal aspect of a deformed stent. An additional guidewire was placed in the distal vessel (lad) and a short balloon was positioned next to the ivus catheter. The ivus catheter was removed and the area of stent deformation corrected, likely with additional balloon angioplasty.

Event description:
It was reported that device entrapment occurred. The patient presented with non-st elevation myocardial infarction. The 90% stenosed target lesion was located in the mildly tortuous and calcified left anterior descending artery. An ivus ce opticross hd, a 4.00x32mm synergy stent, and a 15mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that after the physician stented the lesion with synergy stent and post dilated with nc emerge, a post ivus run to check on stent apposition was performed. However, when ivus run was completed, the ivus catheter was unable to be removed from the vessel. It was also noticed that the distal stent was deformed and the ivus catheter was stuck at the monorail exit port. The physician then tried to tug the ivus catheter but it was stuck. Another workhouse wire and 2.0x8mm nc emerge were used to perform a small dilatation in hope that ivus catheter will bulge. Consequently. The ivus catheter was retrieved successfully. The procedure was completed with another of the same device. No patient complications were reported.